Event description:
Literature: maldonado il, roujeau t, cif l, et al. Magnetic resonance-based deep brain stimulation technique: a series of 478 consecutive implanted electrodes with no perioperative intracerebral hemorrhage. Neurosurg. 2009;6(supp s):196-201. Summary: this article presents a retrospective study of all deep brain stimulation (dbs) electrode implants at a given institution between 1996 and 2007. The records were retrieved from a computerized database. A total of 478 electrodes were implanted in 220 consecutive procedures were performed in 194 patients. The aim of the study was to determine the safety of dbs technique consisting of a combination of routine general anesthesia, magnetic resonance imaging direct targeting, and a single penetration technique in a large population of patients undergoing implant secondary to movement disorders. No microelectrode recording or intraoperative stimulation was performed. Reportable event: four patients underwent electrode replacement due to lead malfunction without proven rupture. Reference MFR report # 3007566237201001321.

Event description:
A customer reported they observed a crack in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4) district office on 14 apr 2009. This is a final report.

Manufacturer narrative:
Product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.